Manufacturer narrative:
This report is submitted on 21 october 2020.

Manufacturer narrative:
This report is submitted on september 16, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a loss of connection to the internal device. Reprogramming attempts were made, as well as external hardware exchanges; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2020, and the patient was reimplanted with another cochlear device during the same surgery.